Manufacturer narrative:
G4: 12jun2020; b4: 16jun2020. Failure analysis on the returned touchscreen shows that the touchscreen assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31jan2020.

Event description:
The customer reported that the touch panel reacted poorly and occasionally would not react to operation. The customer requested service repair for this unit. The customer reported that the unit was not in use on a patient. The service technician evaluated the unit and the reported problem could not be duplicate. The service technician replaced the touchscreen as a precautionary measure.